Event description:
It was reported that the pace/sense portion of this right ventricular (rv) lead was surgically abandoned. A different implanted rv lead is used for the pacing/sensing. No additional patient adverse effects were reported.

Event description:
It was reported that the pace/sense portion of this right ventricular (rv) lead was surgically abandoned. A different implanted rv lead is used for the pacing/sensing. Additional information from the field indicated that it was the physician's preference to use the chronic rv lead for the pace/sense of the system. No additional patient adverse effects were reported.